Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: it is reported customer received a tube with a wood particle inside before use. "Piece of wood in the tube."

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: it is reported customer received a tube with a wood particle inside before use. "Piece of wood in the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-23. H6: investigation summary: bd received 1 sample and 1 photo for investigation of material # 367820, batch # 0287743. The photo was reviewed and the customer¿s indicated failure mode for wood inside the tube with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for wood inside the tube with the incident lot was observed. Bd determined that the root cause of the indicated failure mode for wood inside the tube was attributed to a broken off piece from a wooden pallet used in the manufacturing department. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.